Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7909305.

Event description:
It was reported that one of the patient's l1 leads could not be removed during a procedure intended to replace the lead on (B)(6)2023. The lead was left implanted and intact. Investigation was unable to determine which of the leads attributed to the event.